Event description:
The customer reported that insulin was leaking past the o-rings during filling. The customer stated that she tossed out the reservoirs. Advised the customer to keep the reservoirs with issues to send back for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.